Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse stated to resolve this issue by replacing the srm (strip reader module) due to a worn and dirty munsell mask. He then ran reflectance and controls an they passed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that ca control failed false negative on bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.